Manufacturer narrative:
The meter was returned for investigation. The returned meter failed to power on with retention batteries. Inspection of the battery compartment showed two contacts corroded by leaked batteries. The detected contamination can temporally lead to the alleged error, which is an indication of improper handling or maintenance by the user of the device. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation was lay user/patient. Unique device identifier (UDI) (B)(4). The suspected product was requested to be returned for investigation.

Event description:
We received an allegation of a malfunction with a coaguchek xs meter, serial number (B)(4). It was reported that there was moisture in the battery compartment due to leakage of the batteries. A display test was performed and all result segments showed, but when the button was released, there were some segments missing from the display. When the patient tested the night of (B)(6) 2021 the result was either 3.7 inr or 3.1 inr; the patient was not able to discern which number it was due to the missing segments. The patient did not report a result since they did not know what the result was.